Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? - yes. The barbs came off during the case. It was deficient. Was there any damage to the tissue? - no. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? - the surgeon was suturing the wound closed when the barbs came off. What was the location of breakage, initiation or termination end? - in the middle of the suture. Was there any adverse event to the doctor? - no.

Event description:
It was reported that the patient underwent a neck fusion procedure on (B)(6) 2016 and the barbed suture was used. During the procedure, the surgeon was pulling hard on the barbed suture and pulled some of the barbs off. It was also reported that the surgeon was suturing the wound closed when the barbs came off and there was no tissue damage. The procedure was completed with other suture and there were no patient consequences reported.